Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Insulin pump received with part of keypad overlay missing. Insulin pump received with minor scratches on lcd window, reservoir tube window, cracked case on display window corners, missing end cap sticker and missing address serial label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer's mother stated that the front cover of the insulin pump came off. She noted that many of the buttons took several presses before they could garner a response. Advised replacement of the insulin pump. Nothing further reported.